Event description:
Caller reported a malfunction on the pump, noted as malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and helped the caller reset the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support should any malfunction codes appear again.